Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 09/14/2017. Device returned to manufacturer?: yes. Device evaluation: the lens was received in the original lens case. Residue of viscoelastic were observed on the lens surface, the lens was handled for surgical use (inserted and removed). Scratches were observed on the lens optic zone. There is a haptic stuck to optic. Handling issues at the surgical site could not be discarded. The reported issue was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was not smooth once inserted into the eye. The iol was removed and replaced during the same procedure. No additional information was provided to abbott medical optics.